Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level exceeded 500 mg/dl due to the issue, though the specific value was unknown. The customer took corrective action by using a correction injection through multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any further malfunction codes appeared, which they acknowledged and understood.